Manufacturer narrative:
No further information is available at this time. The complaint device has not yet been returned for evaluation. Additional information will be available upon completion of the complaint investigation.

Event description:
The sales representative claims, there was a puncture in the pump tubing in the cassette portion of the device and fluid entered the joint. The or staff was concerned that the fluid may have been contaminated fluid. There was no immediate pt injury.